Manufacturer narrative:
The ge healthcare service representative performed a checkout of the equipment and confirmed the mylar flap of the flow sensor was stuck to the top of the flow sensor housing. Both flow sensors were replaced, and the unit was returned to service. No report of patient involvement.

Event description:
The hospital reported the unit was not ventilating as expected. There was no report of patient involvement.